Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the right ventricular [rv] lead was oversensing, that there was a possible connection issue between the device and the rv lead, and that the setscrew on the device had a potential connection problem. The device and rv lead were explanted; they were not replaced as the patient no longer met the device indications. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. (B)(4): the full lead was returned and analyzed and analysis revealed the proximal conductor was fractured. There was cosmetic environmental stress cracking on the outer tubing overlay, blood in/on the helix mechanism, and the lead was flexed.